Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing of noise was observed. All electrical values were good. The patient was admitted with hv therapies programmed off. Lead replacement was planned when the patient's condition stabilized. It was later reported that the patient expired due to respiratory arrest. The physician confirmed the death was not device related.